Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous posterolateral branch (pl) with no calcification. The lesion was being treated for in stent restenosis with a non bsc device. The 2.00x8mm apex monorail balloon catheter was advanced to the lesion and ruptured on the fourth inflation at 8atms. The device was retrieved outside the body, and it was confirmed and fluoroscopy that there was no damage to the blood vessel. The procedure was successfully completed with another device with no pt complications reported. The pt's current condition is listed as "good". This product is only ous approved, but is similar to a marketed us device.